Event description:
On 1/19/94 at 2250, pt experienced a choking episode. She coughed a great deal and coughed up a plastic tube. It was approx 7 cm long. After investigation, the tube appears to be the tip of a catheter used in the closed suction system that hosp is currently using for all ventilator pts. The pt immediately stated she felt immediate relief from her frequent cough that she had been experiencing. The pt had been treated for copd. She had been in ICU prior to being transferred to a medical/surgical unit. She had been on a ventilator from 1/07/94 to 1/12/94. She was extubated on 1/12/94. The cause of the separation of this piece of tubing from the remaining tube could not be determined.